Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: during the visual inspection, the device was found to be ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also underwent surgical intervention on (B)(6) 2020. The patient suffered from implants that have bottomed, with the right more than the left. The patient had scar elevation, nipple elevation and dissymmetry and underwent bilateral capsulopexy and right areola modification to improve symmetry. This medwatch form is for the left breast prosthesis. The complication on the right side will be reported under mrn: 1645337-2021-02236. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation with a 535cc mentor memorygel breast implant on the left breast, suffered breast implant rupture, post-procedure. As a result, the patient underwent unilateral removal and then replacement with a 535cc mentor memorygel breast implant (catalog: shpx535 lot: 9510947 sn: (B)(4) on (B)(6) 2020.